Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and verified that the leak occurred due to rbc (red blood cell) bath, wbc (white blood cell) bath, and vic (vacuum isolation chamber) overflow. The fse discovered that the waste pump would not turn on and proceeded to reseat the cable to the pump and the pump began working again. The fse ordered a new waste pump and replaced the waste pump upon return to resolve the issue. Failure mode is attributed to a defective waste pump. (B)(4).

Event description:
The customer reported a clear fluid leak involving the coulter act diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and there was a large puddle under the instrument. The operator was wearing gloves at the time of the event and no injury or exposure was reported. The customer has an exposure control plan at the facility. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.